Event description:
The customer reported having high blood glucose for several hours. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did exit. The customer called back the next day and stated that the insulin pump was auto suspending itself and it happened twice. Days later, the customer reported and stated that his glucose level was bouncing off the walls, and the paramedics came one night because his blood glucose was 460mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.